Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 400 mg/dl with large urinary ketones and nausea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the cartridge compartment was cracked and the cartridge cap would secure properly to the cartridge compartment without the use of adhesive tape. The pump was unable to deliver insulin to the patient. The patient remained on insulin pump therapy and received injections of insulin as treatment. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a case/condition issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2018 with the following findings: on investigation, the cartridge compartment was cracked around the threads resulting in the pump not being able to hold prime. Investigation confirmed a case/condition issue. Unrelated to the original complaint, the display screen was noted to be dim/discolored.